Event description:
Customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the access 2 immunoassay system. Two patient samples were falsely elevated. The laboratory procedure is to repeat all accutni results >0.04ng/ml on patients with no previous accutni results so repeat testing was performed and the results were in the normal reference range. The erroneous results were reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were plasma and centrifuged for 5-7 minutes at 3500-3700 rpm. Qc is performed once daily and was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 was within specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse performed a major preventive maintenance (pm). No hardware issues were noted. Repair was performed per established procedures and verification testing met specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.